Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger h3. Analysis of the recharger found a non-conformance. The controller would not power on when connected to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they think the controller is going bad. Patient stated it takes him over an hour to charge the ins and implanted neurostimulator used to takes an hour and 15 min to charge up to 60%. Patient stated last night the controller was at 90% charged and he was recharging for 45 min and the controller showed controller failure and ins didn't charge. Controller will show recharging but no excellent or good. Patient stated they charge the controller to 100% and controller will drop and the ins does not charge. Patient stated they charge the ins every couple weeks. Agent recommend taking a picture or write down codes, message. Asked patient to inspect the recharger for damage and patient said there is no visible damage on the recharger. Asked if there is visible damage to the controller port and patient stated there is not visible damage. Confirmed controller recharging when plug into the outlet with green light flashing, controller 60% and ins 90% charged. The issue was not resolved. An email was sent to the repair department to replace the recharger device.